Event description:
While dilating aortic stent graft, on 3rd inflation, doctor claimed she might have exceeded the 1.5 rbp (rated burst pressure) and ruptured the product. Pt had to undergo an open surgical stent graft placement. The rupture was circumferential, an inflation device was used. Product was discarded.